Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The failure mode for this failure is "tubes not fully seated on mani-folds / low flow". A potential root cause for this failure is "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that there was a low flow on the arctic sun device. They tried two devices and changed out the pads and was getting no flow. They took off fluid delivery line (fdl) and run diagnostics. The flow rate was 0.0 and no suction was felt. They tried the second device and run diagnostics. The flow would fluctuate from 0.3-1.7lpm and the suction was poor. The inlet pressure was -6 and cpc was in 30-60% range. They tried reconnecting the pads and the flow rate was 0.3lpm. Ms&s advised to send the devices to biomed. Per follow-up information received on (B)(6) 2020, the call was put on hold for 2 minutes before phone hung up. Per follow-up information received on (B)(6) 2020, the biomed took the information and said no devices had been logged into the system yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a low flow on the arctic sun device. They tried two devices and changed out the pads and was getting no flow. They took off fluid delivery line (fdl) and run diagnostics. The flow rate was 0.0 and no suction was felt. They tried the second device and run diagnostics. The flow would fluctuate from 0.3-1.7lpm and the suction was poor. The inlet pressure was -6 and cpc was in 30-60% range. They tried reconnecting the pads and the flow rate was 0.3lpm. Ms&s advised to send the devices to biomed. Per follow-up information received on 28aug2020, the call was put on hold for 2 minutes before phone hung up. Per follow-up information received on 31aug2020, the biomed took the information and said no devices had been logged into the system yet.